Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient's mother reported she had to throw away an insulin cartridge. Mother stated during this week the patient changed the infusion set and everything seemed okay, but then after some hours the patient experienced an elevated blood glucose level of 508 mg/dl. Patient's normal blood glucose level was not provided. Mother does not recall the exact date or the exact time. Mother reported the patient did not eat anything different and the infusion device did not display any error or alarm. Mother stated she attempted to do a bolus outside of the insertion site but noticed that the infusion device did not deliver insulin. Mother reported she changed the infusion set and insulin cartridge and then attempted to again bolus outside of the insertion site but the infusion device did not deliver the insulin bolus. Mother stated she repeated this operation twice without success. Mother reported that one time they used a battery that lasted 15 days and when it was out of power they changed the battery on (B)(6) 2013 and then 2 or 3 days, on (B)(6) 2013, later the infusion device display the battery was going out of power. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result based on the history analysis the pump had a high power consumption. A defective component in the power supply path leads to a leakage current. Therefore, a battery change has to be performed frequently. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all errors and alerts are triggered correctly by the pump. Test and inspection of the returned complaint device identified a material nonconformance or failure related to the allegation. The established product and process risk documents include the potential for this failure to occur in the market.